Event description:
It was reported to vyaire medical that the vela ventilator has vent inop alarm during patient use. There was no patient harm reported with the event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the technical support recommended replacing the main board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: after reviewing logs, it was determined that the ventilator was running uncharged and had a low battery, triggering the vent inop alarm. As a resolution performed a full diagnostic check & ovp which the unit passed within manufacture specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.